Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving five products. This report is being submitted as part of a system level review. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department physician is in the process of reviewing pt medical records and a plant investigation is underway. A supplemental report will be submitted upon completion of the physician's assessment of the reported info and the plant's investigation. Related mdrs: 2937457-2014-01116, 8030665-2014-00494, 1713747-2014-00297, 3005162618-2014-00008 and 1225714-2014-04871.

Manufacturer narrative:
Medical record review: medical records were received and reviewed by post market surveillance clinical staff and physician. It was noted that death certificate reported cause of death: immediate cause: pneumonia, diabetic neuropathy of hd, diabetes mellitus, significant conditions contributing to death, atherosclerotic cardiovascular disease. It is undetermined if there is a reasonable suspected causal relationship between the product and the event. There is no history of specific malfunction or product being out of specifications. Device review: the device was not returned to the MFR for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the facility for three (3) months prior to the event. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the mfg process.

Manufacturer narrative:
This is one of seven device reports associated with this event. Event 1 mfg no: 1225714-2014-00261, 00262, 2937457-2014-00155. Event 2: mfg no: 2937457-2014-01116, 1225714-2014-04871, 1713747-2014-00297, 8030665-2014-00494. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
During review of medical records, it was discovered the pt was found unresponsive during treatment. Ems reported patient was in the middle of being dialyzed and was eating at approximately 1300 hours became unresponsive. CPR was initiated at the dialysis center. CPR continued with ems, pulse present, rhythm pulseless electrical activity initially, then bradycardia. The dictating physician noted it is uncertain whether she aspirated and caused the stuff in the lungs or whether she had emesis, and then aspirated that way. It was probably a good 15 minutes before the paramedics arrived. In the meantime, she was hypotension was a blood pressure of 60 and hypoxemic and acidotic. No clinic logs or treatment sheets were available for review in the medical records.